Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the finding of forceps elevator has foreign material did not lead to a clear conclusion about the cause. Additionally, adhesive around objective lens was peeled cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, with a report of image distortion. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, adhesive around the objective lens was peeled and the forceps elevator had foreign material. There was no patient involvement.